Manufacturer narrative:
Product event summary: at incoming inspection it was noted that the secure mechanism in the patient cable patient output connector was defective and that the device failed its incoming test (pulse noise ventricular). The seal on the lower case was cracked and broken and there were corroded screws on the lower case and the device was noted to be sticky and polluted. The liquid crystal display (lcd) wires and battery cable routing were inspected and all are ok, and the insulation on the lcd wires was not compromised. The new main board was calibrated, all affected or defective parts were replaced and the device was retested. The device passed all tests with no visual or electrical anomalies observed. The test certificate was added. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator which was returned for preventive maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit and run on the automated test console. The unit failed ventricular pulse noise testing. When ventricular pulse noise was measured on the bench, the measurement was within the requirements of the ventricular pulse noise test. No errors were noted in the logs. Confirmed unit fails ventricular pulse noise test, but ventricular pulse noise level measured is within device specifications. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.